Event description:
Healthcare professional reported rupture of left implant. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken device on posterior assessed as a surgical impact opening. (Shell thickness within spec), missing shell observed assessed as inconclusive and observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: stress marks observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture of left implant. The device has been explanted.